Event description:
Unit leaked during the procedure and was changed out. The product was replaced during bypass with no patient complication reported other than a minimal blood loss of approximately 5 cc's noted.